Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Yesterday mr. (B)(6) malaligned the item and lot attached and impacted the ceramic liner. The liner fractured. The cup was removed, area cleaned and debrided and the new cup was successfully put in. No patient issue, no real added time (5 mins tops as the rim was only fractured and the whole cup was removed).

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.